Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used? Citation: langenbecks arch surg 2011;396:179-185. Doi 10.1007/s00423-010-0659-5 .

Event description:
It was reported in journal article ¿oligosymptomatic vs. Symptomatic incisional hernias - who benefits from open repair?¿ that patients in the period of december 2006 to april 2009 underwent elective treatment for an abdominal incisional hernia by open repair and mesh was implanted. The purpose of the study was to investigate the reasons for incisional hernia repair, to provide a pre and postoperative evaluation of pain in patients with incisional hernias, to determine the complications of incisional hernias, to determine the complications of incisional hernia repair, and to document the percentage of incarceration, in order to estimate the possible benefits of a surgical intervention. Patients were divided according to their preoperative level of pain into oligosymptomatic [numeric analog scale (nas) 0-3; n=43] and symptomatic [nas 4-10; n=47] and the postoperative outcome of both groups was compared. Postoperative complications included hematoma, surgical site infection, postoperative bleeding that required revision surgery, ileus, deep vein thrombosis and recurrence. Additional information has been requested.